Manufacturer narrative:
Patient age or date of birth and weight are not available for reporting. UDI: (B)(4); lot number unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a distal tibial osteosynthesis procedure was performed on (B)(6) 2018 using a 3.5mm proximal tibial plate and a 3.5mm cortical screw. The screw was placed and a flexion maneuver was performed to observe a lateral image on the intensifier, at which point the screw broke. The screw remains implanted in the patient's bone. There is no report of surgical delay or patient harm. The procedure was successfully completed. Concomitant devices reported: 3.5mm proximal tibial plate (part number unknown, lot number unknown, quantity 1) this is report 1 of 1 for (B)(4).